Event description:
Patient had an anterior cruciate ligament repair in 2002. The surgeon had fixated the transplant with the mitek, rigidfix both on the tibial and femoral side. After 6 weeks, patient returned with pain and complained about a swelling at the tibia where the fixation took place. In 2003 the patient was locally anesthesized and a 2 cm incision was made to push the pins with a mallet back into the tibia. Doctor recognized that the proximal tibial pin was 2mm and the distal tibial pin was 5mm exposed above the corticalis. As surgical intervention occurred this MDR is being filed to document this event.